Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaints and it has been determined that there were no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported missing or incorrect data in the device memory as he observed gaps in the graph. The customer also reported receiving a ¿scan again in 10 minutes¿ message on the adc freestyle libre sensor after 3 days of wear. The customer was unable to obtain readings due to the message and consequently experienced symptoms of confusion and a seizure. The customer was incapable of self-treating and received glucose as treatment from a third-party and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. The reported reader has not been returned. An extended investigation has also been performed for the reported reader and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the reader is returned a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported missing or incorrect data in the device memory as he observed gaps in the graph. The customer also reported receiving a ¿scan again in 10 minutes¿ message on the adc freestyle libre sensor after 3 days of wear. The customer was unable to obtain readings due to the message and consequently experienced symptoms of confusion and a seizure. The customer was incapable of self-treating and received glucose as treatment from a third-party and no further information was reported. There was no report of death or permanent impairment associated with this event.